Event description:
On 11/26/96 at about 1620 pt had a cardiorespiratory arrest. Attempts were made at resuscitation however they were unsuccessful. Pt was declared dead at 1710 on 11/26/96.

Manufacturer narrative:
H3 analysis: the analysis revealed that the leaflets were flexible and intact. Radiography shows the valve tissue to be free of mineralization. Conclusion: short term implant. Valve met specifications. No additional ifnormation has been received by the healthcare professional. Cause of death remains unk.